Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (22 mg/dl). Paramedics were called and customer was treated with a glucose gun. The following day, blood glucose was 28 mg/dl. Customer was given juice. Blood glucose raised to 75 mg/dl and then lowered to 57 mg/dl. Customer contacted healthcare provider and change to pump basal rate was prescribed. A clinical diabetes specialist assisted customer with adjusting the basal rate and blood glucose improved. Reportedly, customer resumed pump therapy and is no longer experiencing hypoglycemia.